Manufacturer narrative:
The customer¿s report of communication errors was confirmed. Physical inspection of the device noted both iui showing dried fluid residue and corrosion forming on the pins. Analysis of the pcu event log identified 4 channel disconnections. Of the 4 disconnections recorded 3 events were ¿communications down¿ entries found in the lvp event logs. The first communications down occurred on (B)(6) 2017 at 7:16 am. Pump module s/n (B)(4) (channel d) recorded a ¿communication down¿ in the module log. Pump module s/n (B)(4) (channel c) was continued to infuse and was not affected. The second and third communication down events occurred on (B)(6) at 10:45 am modules s/n (B)(4) (channel a) and lvp s/n (B)(4) (channel b) recorded a recorded a ¿communication down¿ in the pump modules event logs. The device logs were reviewed and confirmed the channel disconnect of channel c and channel d are related to a power loss and is believed to be an incidental finding. Testing performed on the devices failed to replicate a communication error or a channel disconnection. The root cause of the customer¿s complaint of communication error is due to fluid residue and corrosion found on the devices iui pins.

Event description:
The customer reported the alaris system alarmed for communication error during use on a patient. There was no report of patient harm.